Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 03/31/2017 ¿medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the medical records report that the knee arthroplasty failed at the diaphyseal taper junction of the stem tibial component causing the proximal aspect to become grossly loose. There was no new information that would affect the existing MDR investigation. The complaint was updated on: 04/18/2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> product code 198720024, lot number 171660. Device history review ==> a DHR review was conducted for part number 1987-20-024, lot 171660. No abnormalities or deviations were identified. Parts were processed per standard manufacturing processes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Update apr 10, 2017and april 24, 2017: medical records received. After review of the medical records for MDR reportability, a doi was provided and lot number was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 198720024, lot number 171660. Device history batch: null. Device history review: a DHR review was conducted for part number 1987-20-024, lot 171660. No abnormalities or deviations were identified. Parts were processed per standard manufacturing processes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Recall: z-0830-2013.

Event description:
Patient correspondence states that patient has a broken diaphaseal sleeve.